Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2005: (B)(6). Admission testing. Weight 223 lbs. Smoke: none. (B)(6) 2005: (B)(6). History and physical. Ventral hernia x 3 weeks. History of hypertension; hemicolectomy for diverticulitis. Exam: midline ventral hernia, reducible. Plan: ventral herniorrhaphy with possible gore mesh. Implant procedure: ventral herniorrhaphy with the gore dual mesh. Implant: ¿gore dual mesh¿ [product identification records not available for review] relevant medical information: (B)(6) 2005: (B)(6). History and physical. Abdominal abscess status post ventral hernia repair (B)(6) 2005. Complains of drainage from site, decreased healing, and no pain. Has been cleaning and changing dressing twice daily. Exam: abdomen: 10 cm midline scar with 4 open wounds from top to bottom. First 2 open wounds draining pus. Nondistended; nontender; bowel sounds active; soft. Relevant medical information: (B)(6) 2005: (B)(6). Accession: (B)(6). Surgical pathology diagnosis: foreign body, removal: foreign body (gross only). Tissue submitted: foreign body. Clinical data: abdominal wall abscess. Operative procedure: incision and drainage abdominal wall abscess; removal of gore mesh. Gross description: both the requisition slip and the container have patient¿s name. The specimen submitted is identified on the requisition slip as ¿mesh (gore)¿. Received unfixed, consist of a single tan-brown flat synthetic material, measuring 11.0 x 7.5 x 0.3 cm. The specimen for gross description only. (B)(6) 2005: (B)(6). Lab-microbiology. Source: abscess abdominal wall. Deep tissue below mesh. Gram stain: no polys. Rare gram positive cocci. (B)(6) 2005: (B)(6). Lab-microbiology. Source: abscess abdominal wall. Deep tissue mesh. Gram stain: no polys. Few gram positive cocci. (B)(6) 2005: (B)(6). Lab-microbiology. Source: abscess abdominal wall. Subcutaneous above mesh. Gram stain: no polys. No organisms seen. (B)(6) 2005: (B)(6). [Signature illegible]. Consultation. Infectious disease attending. Without suggestive signs of infection [illegible]. Currently is status post mesh removal yesterday, abdominal wound looks good without purulence and no cellulitis, no induration around the wound or redness. Culture results pending. Impression: hypertension. Status post abdominal hernia repair (B)(6) 2005. Abdominal mesh infection; (B)(6) 2005 with methicillin resistant staphylococcus aureus for which he took bactrim and rifampin x 1 month until 1 week ago. (B)(6) 2005 [illegible] to streptococcus magrius not treated?. (B)(6) 2005 no growth. Recommendations: continue with dakins wound wash. No systemic antibiotics need at this time. (B)(6) 2005: (B)(6). [Signature illegible]. Progress notes. Surgery note. Feeling well. Pain controlled without meds. Ambulating. Still having +flatus, +bowel movements. Tolerating general diet with no nausea or vomiting. Recovering well. No other complaints. Feels ready to go home. Exam: abdomen soft, appropriately tender. Wound clean, dry, no erythema. Impression/plan: status post removal of infected mesh from ventral hernia repair pod #4. Wound vac today. Discharge planning. Addendum: wound dimensions: approximately 10 cm length x 2-3 cm wide x 2-3 cm deep. (B)(6) 2005: (B)(6). Discharge summary. Admit date: (B)(6) 2005. Discharge diagnosis: ventral hernia status post mesh placement. Following surgery, was transferred to the recovery room, and then admitted to the floor. Postoperative day 1, was doing well and a clear liquid diet was started. Infectious disease was consulted for evaluation. It was noted that the patient had a history of methicillin resistant staphylococcus aureus. It was recommended that the wound have to be packed with wet-to-dry with dakin solution, and no antibiotics were recommended until the current cultures came back. Wound care was consulted for evaluation and plan was made for a home wound vac and home health was set up for a wound vac to be accomplished at home. Discharged on (B)(6) 2005, and instructed to follow up as an outpatient in the clinic. Of note, the patient¿s cultures were seen prior to discharge and were essentially negative. So the patient was not discharged with antibiotics. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 06/06/2005: (B)(6) hospital. Dr. (B)(6). Operative report. Pre/postop diagnosis: ventral incisional hernia involving the upper midline incisional scar below the navel and below the xiphoid process. The hernia was not incarcerated or reducible. Operation: ventral herniorrhaphy with the gore dual mesh. Brief history: this is a 52-year-old afro-american male in good health who was referred for a developing incisional hernia reducible on the upper incision of the abdomen. This is supraumbilical and below the xiphoid. The patient underwent left colon resection for diverticulitis approximately eight to nine months prior to the present admission. The intestinal surgery is successful and the recent complaint is that of a bulging mass in the upper abdomen. Examination disclosed a ventral incisional hernia which was reducible and associated with a mild diastasis recti. The patient was advised that the surgery would include repairing the incisional hernia most likely with the use of a dual mesh that is made by gore. Any incision hernia that would be over 4 cm in size would require a dual mesh to avoid future recurrence of the hernia. The risks and benefits were discussed with the patient and family. The informed and written consent were in placed [sic]. Operative findings: a large incisional hernia involving the upper part of the abdomen in the supraumbilical area measuring at least 10 x 6 cm in its widest diameter. This required the use of a dual mesh made by the gore company. Operative technique: ¿under satisfactory general-endotracheal anesthesia, the old incisional scar was excised and the incision was developed through the subcutaneous layer and approaching the incisional hernia sac. The hernia sac was then excised from the underlying fashion [sic] on each side and the borders of the rectus muscle on each side were now well-defined. The hernia ring measured at least 10 x 6 cm and a gore dual mesh was prepared to repair the hernia defect. The fascia on each side includes the anterior rectus sheath fascia and the posterior rectus fascia and part of the peritoneum. The dual mesh was then sutured to the fascia using the cd-2 gore-tex sutures. These were sutured to the fascia at about 1 to 2 cm intervals. Once the dual mesh was in place, the overlying subcutaneous tissue was then approximated over the external side of the mesh. Bug juice was used over the mesh and in the subcutaneous tissue prior to closure of the skin using the skin staples. No drain was left. Good hemostasis was obtained prior to closure. The patient tolerated the procedure well and was wheeled to the pacu in satisfactory condition and extubated. The patient was breathing on his own.¿ product identification records for the alleged gore device were not provided. 08/2005/2005: (B)(6) hospital. Dr. (B)(6). Operative report. Preop diagnosis: anterior fluid collection, status post bowel resection with mesh placement [handwritten] for incisional/ventral hernia, upper midline of abdomen. Postop diagnosis: infected mesh. Operation: removal of infected mesh, packed wet-to-dry, incision and drainage of abscess. Estimated blood loss: 10 ml. Fluids given: 1.2 liters. Complications: none. Findings in the operating room: included grossly infected mesh above and below with pus and granulation tissue. Specimen: granulation tissue and mesh to pathology. Brief operative description of procedure performed: ¿this is a patient, who 9 month prior, had a colon resection for diverticulitis, diverticulosis and postoperatively the next 6 month developed a hernia. This hernia was repaired using composite mesh. Over the past 2 months the patient continues to have infections from the site and expectorated pus. It was opted at this point, with no improvement with po antibiotics and conservative treatment, the patient was taken to the operating room to have the mesh removed or at least have and [sic] exploration of the wound and potentially have the mesh removed. After consent was signed, the patient was taken to the operating room, prepped and draped in standard fashion, placed supine on the operating table. Attention was placed on the patient¿s midline incision. Approximately a 10 cm incision was made under direct vision using the bovie electrocautery and dissection was then carried down to the mesh, which was grossly yellow and green, dark and grossly infected. Pus was expectorated. Four cultures were taken above and below the mesh x2. Dissection was carried around the mesh visualizing at the points which were attached to the fascia. The fascia was then grabbed within the operative field. Then using metzenbaum scissors the continuous gore-tex mesh was then incised and the mesh was brought off the operative field. This was then found to be granulated around the bowel and the bowel was protected. At no point did we see any intraperitoneal contents. This area was then copiously irrigated, dried. Hemostasis was achieved using electrocautery. Vaginal packing 2-inch was then used in a 0.5% dakin solution. Packed wound wet-to-dry. Montgomery straps were then placed on either side after placing mastisol. An abd was put over the vaginal packing and tied down to the montgomery. The patient tolerated the procedure well and was sent to the postoperative recovery unit in good condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2005 procedure was not provided]. [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2005 procedure was not provided]. [Missing records: records for ¿infections¿, ¿expectorated pus¿, ¿antibiotics¿, ¿conservative treatment¿ were not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, open draining wound. Additional event specific information was not provided.